Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia around 311 mg/dl while using the ilet and suspected an air bubble or leak at the pump-to-connector interface, noting an insulin smell near the connection without visible wetness or occlusion alerts; the user replaced the connector, tubing, and infusion set, primed until drops were observed, and reconnected, after which glucose trended down to 300. Symptoms included hyperglycemia. No health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem, with the medical device problem characterized as insufficient information and the device component likewise unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.